Manufacturer narrative:
The device was received for evaluation and the reported condition has been confirmed.  A corrective and preventive action has been initiated to address the reported issue.

Event description:
Customer reported that the gauze sponge 8x4 16ply 10's xr contained 12 pieces of gauze instead of 10.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.